Event description:
It was reported that the non-pacer dependent patient presented in clinic. Upon attempting to demonstrate the patient notifier feature, the patient nor the clinician were able to feel the vibration from the implantable cardioverter defibrillator. The patient was in good condition before, during, and after the event. Patient will continue to be monitored.